Event description:
It was reported that the customer experienced difficulty pressing the button on their pump, which required multiple attempts to activate the device's screen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to confirm the pump was not connected to a power source and to apply pressure at the center of the button while supporting the pump's bottom; however, the issue persisted, leading to the decision to replace the pump.